Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on april 14, 2010 that a gemini stone retrieval paired wire helical basket was used in a ureterorenoscopy (urs) procedure performed on (B)(6) 2010. According to the complainant, the pull wire detached from the device while a stone was in the retrieval basket, causing the basket to be unable to open and close. The pull wire detached "near the handle," outside the patient, and was removed after releasing the stone. The procedure was successfully completed using a second gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."